Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. The distributor alleged that there were lines through the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2014 with the following findings: a review of the pump¿s alarm history showed that multiple cs 087 call service alarms were recorded. During testing, the pump powered on and emitted a cs 069 call service alarm. The call service alarm was not able to be cleared. There were no lines observed on the display screen. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, evaluation revealed that a component on the printed circuit board was defective. The defective printed circuit board component was replaced and the pump functioned appropriately when powered back on. The complaint that there were lines through the display screen was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.